Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check therapy electrode messages) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.